Event description:
A ventilator was returned to the manufacturer's service center for scheduled preventive maintenance and a request to check the remote alarm connector. There was no reported pt harm or alleged device malfunction. The manufacturer evaluated the ventilator and found the ventilator's remote alarm connection (which requires opening the device housing to achieve the desired setting) was found to be configured incorrectly, resulting in a test failure. The manufacturer has determined the incorrect remote alarm connector configuration could potentially cause a remote alarm/nurse call system to fail to initiate if operating in a normally open setting. The ventilator remote alarm connector can be configured to function in three ways; 51.1 k ohms (manufacturer's default setting), normally closed, and normally open. The required connection for each remote alarm setting is detailed in device labeling (plv-102 service manual, section 7.24.3). The remote alarm connector was restored to the correct normally open configuration upon contacting the customer. The ventilator was previously returned to the manufacturer for scheduled preventive maintenance on (B)(6) 2009 and the service was completed on (B)(6) 2009. At this time, the device passed all required testing, which included remote alarm connector function (plv-102 service manual, section 5.4.2).

Manufacturer narrative:
Based on the available info and testing results, the ventilator's remote alarm configuration appears to have been altered sometime after (B)(6) 2010. The function of the remote alarm connector would not affect the ventilator's ability to deliver therapy to the intended user or the function of the device's primary audible alarms. The manufacturer concludes no further action is required.